Manufacturer narrative:
A partial lead with the connector pin measuring 12.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that when the patient presented to the clinic for routine a follow up, increased pacing lead impedance and increased capture thresholds. Fracture was also noted. The lead was capped and replaced.